Event description:
Started noticing migraine headaches that I've never had 3-4 a week. Extreme cramping before periods, periods lasting 7 or 8 days. Bleeding before or during sex, breast pain and pms started at ovulation time. Recurring bv and yeast infections rotating between them for months and months at a time. Developed forgetfulness, brain fog, forgetting one thing to the next in a matter of a min. I started randomly flushing bright red on my face and neck. Nothing specific setting it off. Extreme fatigue. All the time had terribly low energy. I developed kidney stones last year for the first time. Now I have endometrial hyperplasia without atypia that I'm being treated for prior to removal. I've developed adenomyosis as well. For the last 4 yrs, I've had major numbness in my hands up to my elbow. Was tested by neurologist and he said I was fine. I did pt and got no relief from numbness. My coils have both split on the ends. I have awful hip and lower back pain and when I ovulate, I have a severe pain where my tube is (alternates month to month). As of 2 weeks ago, my dermatologist confirmed that I am in fact allergic to nickel.